Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a broken cable. There were no reports of patient injury. Intuitive surgical inc., (isi) followed-up with initial reporter to obtain additional information on event details. However, customer was unable to confirm if the reported failure on 8mm force bipolar instrument was identified during procedure or during central processing. There was no confirmation on fragment(s) falling into the patient.